Event description:
Patient was on levophed gtt. Patient weaned off the gtt. Tubing gently disconnected from the clave, felt "sticky", broke off and sheared the male luer-lock into the clave cap. Clave and tubing disconnected, sequestered. Cap was replaced, aspirated 3cc of blood and flushed the lumen without issues.